Manufacturer narrative:
Follow-up submitted as further investigation determined there was no issue with a damaged power connector, but that the power cord was missing. This is not likely to harm the patient because it would be clear to the user why bed functions would be unavailable no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it were to recur.

Event description:
It was reported via repair work order that the power connector was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the power cord was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.